Event description:
On (B)(6) 2021, the biomedical engineer (bme) reported that the multiple patient receiver (org) has error lights intermittently flashing. They reported that they are getting communication loss on the central nurse's station (cns) for four zm telemetry transmitters. On (B)(6) 2021, they had a 2nd reoccurrence which will be reported on another report for (B)(4). The customer stated that once they replaced the org and programmed everything, it started communicating again. No patient harm was reported.

Manufacturer narrative:
On (B)(6) 2021, the biomedical engineer (bme) reported that the multiple patient receiver (org) has error lights intermittently flashing. They reported that they are getting communication loss on the central nurse's station (cns) for four zm telemetry transmitters. On (B)(6) 2021, they had a 2nd reoccurrence which will be reported on another report for (B)(4). The customer stated that once they replaced the org and programmed everything, it started communicating again. No patient harm was reported.